Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was 221 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the drive support cap was normal. Troubleshooting was performed and the error recurred. The customer advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.